Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right atrial (ra) lead displayed high pace impedances measurements and undersensing. There were no adverse patient effects reported. The system remains in service.